Event description:
The ventilator went off, total system failure; no display of any pt data, screen went blank; only led display, vent inoperable. Last maintenance check: vent was checked for functionality before put in to use.